Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of use(wear and discoloration). The post/spine is fractured off. The device was submitted for further analysis. The analysis determined the post-fracture was potentially caused by overloading on the post, exacerbated by possible misalignment and impingement with the femoral device. No change in the root cause. Per the package insert, fracture is a known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant devices - nexgen option cemented femoral component size f catalog #: 00599601601 lot #: 60212926, nexgen all poly patella standard size 29mm catalog #: 00597206529 lot #: 60307290, nexgen stemmed option nonaugmentable tibial component size 7 catalog #: 00598605701 lot #: 60323319. Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the articular surface to address pain approximately fifteen (15) years post-operatively. Upon inspection of the explanted articular surface, it was identified to be fractured with a portion of the spine remaining in the patient. The surgeon opted not to remove the portion of the implant that remained in the cavity and completed the procedure without further complication. Attempts have been made, and no additional information could be provided at this time.